Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that on picu10, tubing for a plasma transfusion was being primed when it was noted to be leaking and fell apart. The administration of the plasma was delayed. There's no report of patient harm.

Manufacturer narrative:
The customer report that the tubing was noted to be leaking and fell apart was confirmed. Visual inspection showed a separation at the engagement between one of the two pvc tubings to its corresponding inlet port atop the blood filter drip chamber. Further microscopic inspection identified insufficient areas of solvent; as well as the tubing depth was not fully inserted into the blood filter drip chamber component. Further handling/tug of the other tubing to the top of the blood filter drip chamber observed no further separation or any issues. The root cause of the observed separation was identified as due to an assembly issue of insufficient solvent being applied at the engagement of the tubing.

Event description:
It was reported that in the picu, the tubing for a plasma transfusion was being primed when it was noted to be leaking and separated. As a result, the administration of the plasma was delayed. There was no report of patient harm.